Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and missing end cap sticker.

Event description:
The customer reported via phone call that he went to give a bolus before dinner and buttons were unresponsive but he was finally able to deliver the bolus. He went to take a shower and when he came back, he noticed the insulin pump had alarmed button error. Blood glucose value was 152 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.